Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels displayed as "high"; however, specific value was not provided. Cause was not known. A manual insulin injection was delivered to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.